Event description:
It was reported that it was noticed that the device had a broken pneumatic switch on (B)(6) 2011. There was no patient involvement and no adverse patient consequences occurred.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated the pneumatic switch was found to be broken.

Manufacturer narrative:
(B)(4). Broken pneumatic switch. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.